Event description:
It was reported that the patient complained of feeling abdominal 'jerking' and the lead integrity alert (lia) triggered. It was determined that right ventricular (rv) and atrial leads had all dislodged. The patient admitted to twiddler's syndrome and device migration, which lead to the dislodgements. The leads and device were repositioned and remain in use. The patient is enrolled in the (B)(4) clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2013; 4598, implantable pacing lead, (B)(6) 2013. (B)(4).